Event description:
Related manufacturer report number: 2916596-2022-10573. It was reported that the patient had no external power alarms while connected to their mobile power unit (mpu). There were no messages or icons that illuminated on the system controller at the time of these alarms. The mpu was exchanged, but the alarms persisted. The patient went back to the clinic and was hooked up to a different mpu; however, when the ventricular assist device (vad) coordinator manipulated the black wire lead on the patient's system controller the alarm was replicated. They exchanged the patient's system controller and put them back on their own mpu. There were no further alarms after the controller exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical no external power alarms and a kink in the power cable were confirmed. A review of the submitted log file spanned approximately 17 days (03apr22 ¿ 20apr22 per time stamp). On 04apr22 at 12:31 and 12:33, 09apr22 at 21:19, 17apr22 at 13:36, and 19apr22 at 18:34 and 18:37 while connected to batteries and the mpu, there were intermittent power cable faults on the black power cable not associated with a controller exchange. The power cable disconnect alarm activated with these events as well. The alarm cleared shortly after each time. On 06apr22 at 19:23 and 16apr22 at 20:35 while connected to the mpu, an atypical no external power alarm activated due to a drop is rsoc voltage. The backup battery was able to provide power to the controller during this event. The alarm resolved shortly after. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. System controller, serial (B)(6), was not returned for analysis. The submitted picture was reviewed and showed a kink in the black power cable near the controller housing strain relief. The patient described the alarm activated when the damaged portion of the cable was manipulated. The provided information indicated that they exchanged the patient's system controller and put them back on their own mpu. There were no further alarms after the controller exchange. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power and power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that there was a kink in the black power lead.